Event description:
Additional information received from the healthcare provider (hcp) reported the event occurred on (B)(6)-2016. There was no replacement of the implantable system. A cerebrospinal fluid (csf) culture came back gram negative for coco bacilli on the gram stain and had been negative to date. There was patient injury, but no death. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3387s-40, lot # va0jzza, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information received.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va0jzza, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va0jzza, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient presented with a post-op fever after the extension and implantable neurostimulator (ins) placement. He had spiked fevers and was diagnosed with meningitis at the lead in his head. A head CT scan showed no acute findings and a lumbar puncture showed gram-negative rods in the cerebrospinal fluid (csf). The patient was also diagnosed with encephalopathy secondary to post-op meningitis and fever. He had a run of tachycardia felt to be drive by the infection. His mental status "waxed and waned," but neurologically he remained stable. The entire system was explanted due to a very complex infection, so the implants were being questioned. The hcp felt strongly that the product was contaminated prior to implant. The patient was discharged from the hospital to a long-term acute care facility on (B)(6) 2016 in guarded condition. The hcp marked the event as life-threatening. The issue was not resolved. The patient's indications for use were essential tremor and movement disorders. See attached medwatch submitted by hcp.

Manufacturer narrative:
Analysis of the lead, lot #va0jzza, found the body cut through and segmented. There were no significant anomalies. Analysis of the extension, serial #(B)(4), found the #2 conductor broken 2.8 cm from the proximal end. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.